Event description:
The tps micro drill was sent in for eval because, it was running without activation during maintenance performance testing. No adverse consequences were associated with the device.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.